Manufacturer narrative:
Three random dealed reservoirs were evaluated and the reservoirs, snap cap and septum inspected for anomalies. None were found. An occlusion test was run and the reservoirs were not occluded.

Event description:
It was reported that insulin went back into the set when disconnected. Customer used filled cannula. Customer's blood glucose was 3.7 mmol/l. Customer was advised to monitor insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.